Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that unlock key did not work. The customer¿s blood glucose level was 285 mg/dl. The unlock key left button but it will not unlock the key pad it is always showing the left key to push to unlock the key pad. The customer declined troubleshooting for high blood glucose value. The customer wants the assistance for how to connect blood glucose meter and insulin pump. The insulin pump will not be returned for analysis.